Event description:
Patient reported being diagnosed with a non side specific "a lump or thickening in or near the breast or in the underarm area¿. Upon further review it was indicated that the "the lump in the right breast was diagnosed as a benign cyst". This record is for the left side. Healthcare professional reported rupture on left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: cyst and rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight and an opening on anterior. A microscopic analysis was performed which identified: a sharp opening with stress marks near of the opening site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as surgical impact.

Event description:
Patient reported being diagnosed with a non side specific "a lump or thickening in or near the breast or in the underarm area¿. Upon further review it was indicated that the "the lump in the right breast was diagnosed as a benign cyst". This record is for the left side. Healthcare professional reported rupture on left side. The device has been explanted.